Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the medical records describe a patient with long standing (onset in 2000) low back pain that had failed previous conservative treatments including physical therapy, analgesics, and injections. The patient reported numbness and severe pain in both legs (right worse than left) associated with the l5 dermatomal distribution bilaterally. Her radiographs and imaging studies were consistent with l5 s1 lytic spondylolisthesis with severe foraminal and central stenosis and mild degenerative change of the l3-4 and l4-5 disks. She also had mild degenerative changes in her thoracic spine. On (B)(6) 2006 the patient was admitted to the hospital to undergo a decompressive lumbar laminectomy at l5, a transforaminal lumber interbody fusion at l5-s1, posterior spinal instrumented fusion at l5-s1 using stryker rods, screws, and blockers, placement of focal autograft with intervertebral spacer, and a 360 degree spinal fusion was performed from a single posterior incision. Intraoperatively, after removal of all the disk material at l5-s1, a soft lordtic capstone implant packed with infuse bmp was placed and was countersunk to the appropriate level. Radiographs were taken to assure correct position. Additional bone graft taken from the local autograft was also packed in the disk space . The transverse processes and sacral ala were decorticated and packed with local bone graft to afford a posterior lateral fusion. Emg monitoring showed no changes throughout the procedure. The procedure was complicated by the patient suffering a small dural tear. This was repaired to a water tight seal using suture. The patient was taken to the recovery room in stable condition. In (B)(6) 2011, after patient complaints of right lower back and right leg pain, the patient underwent an MRI that revealed the right transforaminal lumbar interbody cage to be posteriorly displaced within the spinal canal. This correlated with the patient¿s complaint of chronic right l5-s1 radicular pain. It was decided that she should undergo surgery whereby her midline lumbar incision would be reopened, the existing hardware would be dismantled, and the spinal fusion would be explored. The right side of the spinal canal was planned to be decompressed and any portion of the interbody cage that was protruding into the spinal canal would be removed. Revision fusion would be carried out as indicated. On (B)(6) 2011 the patient was hospitalized to undergo removal of l5-s1 stryker xia ii rod-screw instrumentation and revision of her right l5-s1 laminectomy, a medial facet resection, a foraminotomy, and partial removal of a right transforaminal lumbar interbody fusion peek cage within the spinal canal, and augmentation of her posterolateral fusion and bilateral l5-s1 fusion. Intraoperatively it was noted that there was significant reactivity of the lower extremity with the use of electrocautery around the hardware on the left and right side that indicated possible occult openings in the pedicle. Intraoperative monitoring did not show any significant deterioration of nerve signal during any part of the operation. The stryker instrumentation was removed. Before removal, each one of the screws was isolated from body tissue and surrounding body fluid and touched with electrocautery. Significant reactivity was noted with the nearby neural elements, again indicating possible occult opening in the pedicles although no definitive broach of the pedicle cortical walls was noted on preoperative CT or MRI. None of the screws were loose. Progenix demineralized bone matrix putty was applied to the left l5-s1 posterolateral intertransverse areas to augment the spinal fusion and fill the areas where the hardware had been removed. A portion of the right l4-l5 facet joint was noted to be significantly overgrown and created severe subarticular stenosis impinging on the exiting l5 nerve root. After decompression, the l5 nerve root was followed distally where further stenosis was encountered within the foramen. There was a significant amount of heterotopic ossification arising from the l5-s1 disk space where the previous right transforaminal interbody fusion had been performed. The s1 nerve root was identified and noted to be posteriorly and medially displaced by a large amount of bone graft, which was covering the retrotranslated right transforaminal lumbar interbody graft. The bone and retropulsed cage were carefully carved down and the ectopic displaced bone and cage were resected. The bone and cage resection proceeded medially until there was a thin 1 mm wall of bone against the dura. The remaining bone was carefully broken and decompression of the canal was completed while protecting nearby neural elements. No other soft tissue or bony lesion was discerned. There was residual cage and bone graft within the disk space which was anterior to the line drawn between the posterior vertebral bodies of l5 and s1. This bone constituted a portion of the interbody fusion and was not impinging on any nerve root and was therefore left in place. Thorough inspection of the interbody fusion confirmed a solid fusion mass. The remainder of the cage within the disk space could not be dislodged and was therefore left in place. A combination of floseal, bone wax, and gelfoam was used to control oozing from the revision laminectomy site. No complications occurred and the patient was taken t o the recovery room in good condition. The patient was discharged the following day. On (B)(6) 2012 the patient presented to the emergency department with two week history of gradually worsening right lower extremity pain. The pain was described as moderate and aching. An x-ray of the right foot and ankle were obtained that showed normal alignment and soft tissue swelling along the dorsum of the foot. The patient was diagnosed with plantar fasciitis and a sprained foot.